Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test-". The patient's medical history included obesity, acute tonsillitis, abdominal pain, urinary tract infection, genitourinary tract infection, pregnant, lower abdominal pain, stomach pain, chest pain, cramp in lower abdomen and flank pain (left). Concurrent conditions included coronary artery disease, type ii diabetes mellitus, hypertension, copd, seizures, asthma, congestive heart failure, dizziness, constipation, obstetric disorder nos, nausea, vomiting, chronic interstitial cystitis, pelvic congestion, cystitis interstitial, dysmenorrhea, endometritis, subserous leiomyoma of uterus, unspecified noninflammatory disorder of vagina, vaginal discharge, vaginal itching, vulval burning sensation, vaginal odor, candida on cervical smear, bladder irrigation, ovarian cyst, epigastric pain and fever. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011 for contraception as well as hydrocodone from (B)(6) 2010 to (B)(6) 2013, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), depression ("psychological or psychiatric problems condition: depression") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced cystitis ("bladder infection"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), post procedural complication ("post procedural complication") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, headache, migraine, anxiety, depression, dyspareunia, cystitis, bacterial vaginosis, vaginal discharge and vulvovaginal candidiasis had resolved and the post procedural complication outcome was unknown. The reporter considered anxiety, bacterial vaginosis, cystitis, depression, dyspareunia, headache, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: current weight 230 lbs patient received treatment for pain,bleeding,other injuries diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingectomy - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraines, headache, vaginal bleeding, pelvic pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfa received. The event:bladder infection, bacterial vaginosis,vaginal discharge,pos-procedure complication was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure (batch no. E36579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included obesity, acute tonsillitis, abdominal pain, urinary tract infection, genitourinary tract infection, pregnant, lower abdominal pain, stomach pain, chest pain, cramp in lower abdomen and flank pain (left). Concurrent conditions included coronary artery disease, type ii diabetes mellitus, hypertension, copd, seizures, asthma, congestive heart failure, dizziness, constipation, obstetric disorder nos, nausea, vomiting, chronic interstitial cystitis, pelvic congestion, cystitis interstitial, dysmenorrhea, endometritis, subserous leiomyoma of uterus, unspecified noninflammatory disorder of vagina, vaginal discharge, vaginal itching, vulval burning sensation, vaginal odor, candida on cervical smear, bladder irrigation, ovarian cyst, epigastric pain and fever. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011 for contraception as well as hydrocodone from (B)(6) 2010 to (B)(6) 2013, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), depression ("psychological or psychiatric problems condition: depression") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced cystitis ("bladder infection"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), post procedural complication ("post procedural complication") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, headache, migraine, anxiety, depression, dyspareunia, cystitis, bacterial vaginosis, vaginal discharge and vulvovaginal candidiasis had resolved and the post procedural complication outcome was unknown. The reporter considered anxiety, bacterial vaginosis, cystitis, depression, dyspareunia, headache, heavy menstrual bleeding, migraine, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2010 insertion details-right cornua had 3 visible coils and the left had 4 visible coils current weight 230 lbs. Patient received treatment for pain,bleeding,bladder/urinary problems, other injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingectomy - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraines, headache, vaginal bleeding, pelvic pain, menorrhagia". Most recent follow-up information incorporated above includes: on 11-may-2021: mr received-lot number were added. Insertion details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure (batch no. E36579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test-". The patient's medical history included obesity, acute tonsillitis, abdominal pain, urinary tract infection, genitourinary tract infection, pregnant, lower abdominal pain, stomach pain, chest pain, cramp in lower abdomen and flank pain (left). Concurrent conditions included coronary artery disease, type ii diabetes mellitus, hypertension, copd, seizures, asthma, congestive heart failure, dizziness, constipation, obstetric disorder nos, nausea, vomiting, chronic interstitial cystitis, pelvic congestion, cystitis interstitial, dysmenorrhea, endometritis, subserous leiomyoma of uterus, unspecified noninflammatory disorder of vagina, vaginal discharge, vaginal itching, vulval burning sensation, vaginal odor, candida on cervical smear, bladder irrigation, ovarian cyst, epigastric pain and fever. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011 for contraception as well as hydrocodone from (B)(6) 2010 to (B)(6) 2013, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), depression ("psychological or psychiatric problems condition: depression") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced cystitis ("bladder infection"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), post procedural complication ("post procedural complication") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, headache, migraine, anxiety, depression, dyspareunia, cystitis, bacterial vaginosis, vaginal discharge and vulvovaginal candidiasis had resolved and the post procedural complication outcome was unknown. The reporter considered anxiety, bacterial vaginosis, cystitis, depression, dyspareunia, headache, heavy menstrual bleeding, migraine, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2010 insertion details-right cornua had 3 visible coils and the left had 4 visible coils current weight 230 lbs patient received treatment for pain,bleeding,bladder/urinary problems, other injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingectomy - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraines, headache, vaginal bleeding, pelvic pain, menorrhagia". Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test-". The patient's medical history included obesity, acute tonsillitis, abdominal pain, urinary tract infection, genitourinary tract infection, pregnant, lower abdominal pain, stomach pain, chest pain, cramp in lower abdomen and flank pain (left). Concurrent conditions included coronary artery disease, type ii diabetes mellitus, hypertension, copd, seizures, asthma, congestive heart failure, dizziness, constipation, obstetric disorder nos, nausea, vomiting, chronic interstitial cystitis, pelvic congestion, cystitis interstitial, dysmenorrhea, endometritis, subserous leiomyoma of uterus, unspecified noninflammatory disorder of vagina, vaginal discharge, vaginal itching, vulval burning sensation, vaginal odor, candida on cervical smear, bladder irrigation, ovarian cyst, epigastric pain and fever. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011 for contraception as well as hydrocodone from (B)(6) 2010 to (B)(6) 2013, nsaids since (B)(6)2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6)2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), depression ("psychological or psychiatric problems condition: depression") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced cystitis ("bladder infection"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), post procedural complication ("post procedural complication") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, headache, migraine, anxiety, depression, dyspareunia, cystitis, bacterial vaginosis, vaginal discharge and vulvovaginal candidiasis had resolved and the post procedural complication outcome was unknown. The reporter considered anxiety, bacterial vaginosis, cystitis, depression, dyspareunia, headache, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: current weight 230 lbs patient received treatment for pain,bleeding,bladder/urinary problems, other injuries diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingectomy - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraines, headache, vaginal bleeding, pelvic pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received: outcome of the events related to pain, bleeding and bladder/urinary problems was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test-". The patient's medical history included obesity, acute tonsillitis, abdominal pain, urinary tract infection, genitourinary tract infection, pregnant, lower abdominal pain, stomach pain, chest pain, cramp in lower abdomen and flank pain (left). Concurrent conditions included coronary artery disease, type ii diabetes mellitus, hypertension, copd, seizures, asthma, congestive heart failure, dizziness, constipation, obstetric disorder nos, nausea, vomiting, chronic interstitial cystitis, pelvic congestion, cystitis interstitial, dysmenorrhea, endometritis, leiomyoma nos, unspecified noninflammatory disorder of vagina, vaginal discharge, vaginal itching, vulval burning sensation, vaginal odor, candida on cervical smear, bladder irrigation, ovarian cyst, epigastric pain and fever. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011 for contraception as well as hydrocodone from (B)(6) 2010 to (B)(6) 2013, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), depression ("psychological or psychiatric problems condition: depression") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, headache, migraine, anxiety, depression and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingectomy - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraines, headache, vaginal bleeding, pelvic pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, depression, mental anguish, dyspareunia (painful sexual intercourse), she did not undergo confirmation test. Reporter information, medical history, concomitant drug, event outcome, event onset date , essure insertion and removal date were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.